Manufacturer narrative:
(B)(4). The customer returned one unit of ae05ml auto endo5 ml for investigation. The returned sample was visually examined without magnification. Visual examination of the returned sample revealed the trigger was severely damaged. There was no biological material observed on the device. R & d was consulted to conduct the functional inspection. Proper functional testing could not be completed because the applier was returned empty with no clips or last clip indicator. The device was disassembled, and the internal components were observed to be damaged. The trigger ears were observed to be completely broken off, preventing the trigger to engage with the ratchet. Additionally, the hole where the safety pin is placed was deformed on the tube filler; the hole had lip from excessive force and strain. R & d concluded that the damage is consistent with engaging the applier forcefully without removing the safety pin. The reported complaint of "failure to function - other" was confirmed based upon the sample received. R & d was consulted regarding this complaint issue. The device was returned with damage to the trigger and safety pin hole. Proper functional testing could not be completed because the applier was returned empty with not clips or last clip indicator. R & d concluded that the damage obse rved it consistent with forceful engagement of the applier prior to removing the safety pin. A system test fixture is utilized by manufacturing to verify proper function by latching 2 clips of every device on overstress silicone tubing, indicating the damage to the tab occurred post-production. A DHR review was performed with no evidence to suggest a manufacturing related cause. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "during surgery, the clip dislodges while being loaded or dislodges even after being loaded". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "during surgery, the clip dislodges while being loaded or dislodges even after being loaded". No patient harm or injury. The patient status is reported as "fine".